Event description:
It was reported the patient had a urinary tract infection. It was noted the patient also experienced pain with urination. It was reported the patient was prescribed bactrim and macrobid for seven days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).